Event description:
Reporter indicated a vns pt had high lead impedance with diagnostics testing. The pt later had prophylactic vns generator replacement only, and the lead was not replaced. Device diagnostics were normal with the new generator and resident lead. All further attempts to the reporter for info have been unsuccessful to date. All attempts to have the explanted generator returned for analysis have also been unsuccessful to date.